Event description:
Information received by medtronic indicated that the reservoir was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated crack or hairline by the rsvr. Insulin pump received with cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Pump passed the displacement test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.